Manufacturer narrative:
The vitrectomy probe is returning for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse stated the probe was able to actuate and tested fine. The surgeon placed the vitrectomy probe in the eye; it closed, but would not open back up. No pt injury was reported.